Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, the port's seal broke and air leaked out. When the clamp was inserted, there was no leaks. The fallen piece was retrieved from the cavity. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.